Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use for a cysto left ureteroscopy holmium laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser fiber snapped in half, there was no tension applied upon taking out the device from the box. The procedure was completed with the another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on october 16, 2018 that a flexiva 200 laser fiber was opened for use for a cysto left ureteroscopy holmium laser lithotripsy procedure performed on (B)(6) 2018 . According to the complainant, during preparation, it was noted that the laser fiber snapped in half, there was no tension applied upon taking out the device from the box. The procedure was completed with the another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. The fiber was returned broken. The broken piece measured approximately 102.9 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.